Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call the insulin pump had a keypad anomaly. The customer¿s blood glucose was 256 mg/dl at the time of incident. Customer stated that the insulin pump act button was unresponsive after it has been exposed to water. Keypad anomaly troubleshooting was performed and confirmed that time is advancing. Customer also reported to have experienced a high blood glucose of over 400 mg/dl on (B)(6) 2017. Customer did not mention any form of treatment and no high blood glucose troubleshooting was performed. .the customer was advised to discontinue use of pump and revert to back-up plan. The insulin pump is being replaced and is expected to return for analysis.

Manufacturer narrative:
Findings: no button error alarm. Unit received with no button response due to flattened act button keypad dome. The button keypad was found closed properly during visual inspection. Unable to perform functional test due to keypad anomaly. Unable to verify excessive no delivery due to keypad anomaly. Unit had minor scratched lcd window, cracked case near display window corners, cracked reservoir tube lip and cracked lcd window.